Event description:
The product was used during a reconstruction total knee procedure. Reportedly, three and a half weeks post-operatively, the wound dehised on all layers of the tissue down to the prosthesis. The surgeon performed a re-operation and cleaned the wound and repaired. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
11/10/1998- supplemental #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.